Event description:
It was reported by a physician's office that the pt had his generator and leads were explanted due to an infection. The last time the pt had been interrogated was on (B)(6) 2011, showing settings of 1 ma/30 hz/500 microsec/30 sec/5 min and 1.25 ma/60 sec/500 microsec. A review of the MFR's design history records showed that both the leads and generator were properly sterilized prior to shipping. F/u from the physician indicated that there had been no report of trauma or manipulation, the generator site had been infected, and cultures of the site showed a (B)(6) infection. The relationship to the vns implant was not known, although, the pt was reported to have numerous other infections. Attempts for further info have been unsuccessful. The explanted material was returned to analysis. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Furthermore, there was no evidence to suggest an anomaly with the returned portion of the leads.

Manufacturer narrative:
Analysis of labeling performed. Device mfg records were reviewed.

Event description:
On (B)(6) 2015 clinic notes were received indicating that the patient was referred for a re-implant. The notes state that the patient continues to have multiple seizures, so different options of therapy were discussed. Notes discuss that possibility of getting infectious disease consult to try to pretreat the patient for a specific amount of time prior to and after his vns placement to try and ensure the fact that he would not get the device site infected. Re-implant is likely but has not occurred to date.

Event description:
The patient had a re-implant of m106 device and lead on (B)(6) 2016.